Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering and reservoir had air bubbles. The customer¿s blood glucose level at the time of incident was 330 mg/dl and current blood glucose level is 171 mg/dl. The customer also reported other blood glucose level such as 300 mg/dl. Approximate size of air bubbles is larger than soda pop bubbles. The location of air bubbles was in reservoir or tubing. The customer alleges pump was under delivering reason customer stated that insulin pump did not gave her insulin at night and her active insulin was always off. The insulin pump will not be returned for analysis.